Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ro marker band detached. Imdrf device code a0401 captures the investigation finding of catheter guide break. Block h11: investigation results: based on the available information, boston scientific did not confirm the reported event of ro marker band detachment of device or device component as the ro marker band was observed within the delivery system. The investigation concluded that the additional observed damage of catheter guide break was most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Device history record (DHR) review. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a flexima biliary stent with its delivery system was returned for analysis. Visual examination of the returned device identified the guide catheter positioned outside of the push catheter. In addition, the ro marker band was observed within the delivery system. No other visible damage or abnormalities were noted to the stent or the delivery system components. Risk review: a risk review was completed and confirmed that the event of ro marker band detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the distal bile duct during an endoscopic biliary drainage procedure performed on (B)(6) 2025. During the procedure, the markers at the tip of the inner cylinder were not visible under fluoroscopy. It was suspected that they may have detached and were missing. Despite this, the stent was successfully placed, and the procedure was completed using the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ro marker band detached.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was implanted in the distal bile duct during an endoscopic biliary drainage procedure performed on (B)(6) 2025. During the procedure, the markers at the tip of the inner cylinder were not visible under fluoroscopy. It was suspected that they may have detached and were missing. Despite this, the stent was successfully placed, and the procedure was completed using the original device. There were no patient complications as a result of this event.